Event description:
During routine testing of the device, the user reported the adapters were broken. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there were no pt involvement during this event.

Manufacturer narrative:
Device eval in progress, but not yet concluded.